Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary:this report for a damaged transfer set was confirmed in the lab. The results of a sample evaluation revealed that the tip of the spike was bent slightly inward. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) reported that the spike of a transfer set got bent while the set was being disconnected from the yume set. An error occurred from the clean flash. It was found that the bent spike also spiked the disconnect cap when the lid of the clean flash was opened. The set had been used for 60 days. There was no patient injury or medical intervention. No additional information is available.